Event description:
During manufacturer review of a patient's vns programming history, it was noted that on (B)(6) 2008, the patient was interrogated and found to be at 0ma/20hz/500 pulsewidth/30 sec on/60 min off. These settings are indicative of a faulted systems diagnostics test. At the previous office visit on (B)(6) 2008, a systems diagnostics test was performed but there was no final interrogation to verify settings. It is likely the systems test faulted and caused the settings to change.

Manufacturer narrative:
The incorrect event date was inadvertently reported on the initial MDR report. The correct event date is provided.